Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, detached reservoir retainer, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a long crack from the top of the insulin along the length of the battery compartment. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.